Event description:
The patient reported feeling dizzy and "bad" for the past several days. The patient talked to his doctor and was informed that the symptoms could be due to medications or that the device was 'bad". The patient claimed that they had changed medications the previous week and that he has a device check scheduled for the next day. The device is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.